Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery twice with two different infusion sets. The customer received the no delivery alarm during manual prime. The customer disconnected from the insulin pump, called her healthcare provider, and got some insulin to use as a backup. Customer's blood glucose level was 247 mg/dl. The alarm was resolved with a complete set change. The customer was advised that the device would be replaced and agreed to return the product for analysis.